Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass an error message stating "the cuvette not connected" was displayed when the cuvette was connected to the probe immediately before the initiation of the operation. This event is associated with a voluntary safety alert that was distributed by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot information was not provided; therefore a complete investigation could not be conducted and this event is not confirmed. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.